Event description:
1st incident on 01/05/06: cannula broke about 2 inches from the tip while doctor was administering tumescent liposuction on pt's abdomen. The pt was admitted to a hosp and unit was retrieved safely with no further incident or injury. 1nd incident on 03/16/06: cannula broke partially at approx 3cm from the tip however, remained attached to the cannula shaft during infusion of tumescent solution over the posterior waist of pt. The partially broke unit was retrieved in full by the doctor safely with no further incident or injury to the pt.